Event description:
The facility reports the pt was transferred onto the shower trolley. The pt was turned for bathing when the left side rail opened. No injuries to the pt were reported, but 3 caregivers suffered strains and sprains.